Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: improper or incorrect procedure or method. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report number.

Event description:
This event is filed for difficulty removing the first clip delivery system (50408u226), which has the potential to cause or contribute to injury. It was reported that on (B)(6) 2016, the patient with degenerative mitral regurgitation of grade 4+ underwent a mitraclip procedure. During insertion of the first clip delivery system (cds) (50408u226), the blue lines on the cds and the steerable guide catheter (sgc) were not aligned; however, the procedure was continued. It was noted that the blue lines were not aligned when the m-knob was applied and the device steered in the opposite direction. The cdse was removed. During removal, the clip became stuck on the sgc in the left atrium. The cds was removed successfully from the sgc and was not used. No damage was noted to the sgc. The sgc was used with a second cds (50408u229). During positioning, the m-knob was over-applied, creating a bend in the cds shaft. The bend caused the device to perform erratically, while steering from the left atrium to the left ventricle. The cds was removed from the patient anatomy without issue. The procedure was completed, using the same sgc, with implantation of two mitraclips, reducing the mitral regurgitation to grade 1-2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported event of a sleeve steering issue and subsequent difficulty removing the clip, were related to user error. The mitraclip instructions for use states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. As it was reported that the clip delivery system (cds) was not keyed correctly and the alignment markers were not aligned during insertion, this information suggests that the user error contributed to the reported difficult cds insertion and sleeve steering issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.